Manufacturer narrative:
A4-a6: unk. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo 13.7 implantable collamer lens of diopter -3.5/1.5/086 (sphere / cylinder / axis) into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a shorter length lens due to excessive vault. Reportedly, "status of the eye: cornea clear, acd deep, icl central, vaulty 0.8 CT, lens clear, retina normal. Replacement degree because patient's myopia degree increased a little more than three months ago." The problem was resolved. The cause of the event was reported as unknown.